Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's optics did not hold properly. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak on coupler unit, cable unit damaged (depressed) and metal part is exposed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Due to a leak on coupler unit the coupler rattles. A definitive root cause could not be identified for the leak on the coupler unit or the cable unit damaged (depressed) and metal part is exposed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from the customer: the issue occurred at the beginning of a therapeutic laparoscopy. It was completed using the same set of equipment.